Event description:
It was reported that the pcu will not keep a charge. The customer stated that they replaced the power supply board, and logic board, and customer stated that they put in a new battery. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device pcu will not keep a charge was not identified during the customer call. The tech support recommended that the unit be sent for repair services. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.